Event description:
It was reported that post clot retrieval procedure, upon reviewing the imaging it was observed the tip of the guidewire (subject device) remained in the patient. Additional medication was administered to the patient. The procedure was completed successfully. No further clinical consequences were reported to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, no friction/resistance was noted during the procedure, the guidewire was shaped multiple times, and it was noted that difficult access and tortuous vessels could have contributed to the reported issue. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of un-retrieved device fragments and guidewire distal tip broken/fractured during use. H3 other text : the device is not available to the manufacturer.